Event description:
The pt reported that she woke up at 2 am on 9/25, to check blood glucose because she thought she may not have dosed correctly for dinner. The result was "high" (>500mg/dl); she gave a correction bolus of insulin (exact dosage unk), but did not report checking for ketones. At 6 am, it was lower but still over 300 mg/dl while by a 10 am, it was over 400 mg/dl and she had not had any food, but had taken at least 11 units of insulin (exact times unk). She drank fluid and changed the device. Her blood glucose came down but was still high (no further test results reported). She felt ill and vomited, so she went to the ER, where they removed the new device and started an IV drip of insulin.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. No product condition could have contributed to the pt's high blood glucose. No product lot number was reported, so qualification records could not be reviewed. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Additionally, when treating hyperglycemia, it recommends testing for ketones, taking a second insulin bolus by manual injection if bg remains high 2 hours after the first correction bolus, and finally, "if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance and drink eight ounces of water every 30 minutes until blood glucose is within bg goal."